Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
A small piece broke off and it was reported that during an unknown procedure, a small piece of the single use biopsy valve broke off in the patient's lung. It was then successfully retrieved from the patient's lung. Additional information was requested but not available at this time. There were no further reports of patient harm. Retrieved from the patient's lung. There was no injury or death.